Event description:
It was reported in (B)(6) 2010 when they had to get the implantable neurostimulator (ins) replaced it was ¿knocked out and didn¿t work.¿ it was noted it still had showed they had time to go and the patient was symptomatic. It was stated it was ¿not always completely accurate based on what the voltage said.¿

Manufacturer narrative:
Concomitant product: product ID 3387-40, lot # v002359, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # v002359, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Additional information received reported the patient had received assistance and their concerns were resolved over the phone and email.